Event description:
A report was received that the patient is having a burning sensation at the pocket site when the stimulation is on. The patient was given oral daypro tablets to treat the pocket site. The physician has scheduled a follow-up with the patient.

Manufacturer narrative:
Additional information was received that the patient was still experiencing burning and pain at the incision site. The patient's system was explanted and the patient was reportedly doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(6) 2012 additional suspect medical device components involved in the event: model #: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient is having a burning sensation at the pocket site when the stimulation is on. The patient was given oral daypro tablets to treat the pocket site. The physician has scheduled a follow-up with the patient.